Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had been previously serviced by a medtronic employee. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection and visual evidence provided by the site revealed damage to the driveline outer sheath. The visual evidence also revealed damage to the strain relief and discoloration of the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline cable had driveline sheath damage. A driveline sheath repair is planned. The vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that a driveline (dl) sheath repair was performed for one circumferential crack at the transition from the s train relief to the dl.

Manufacturer narrative:
A supplemental report is being submitted for addition information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.